Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis revealed lead body damage. This type of damage is consistent with repeated stress over time. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to lead body damage. The lead was never in service. No adverse patient effects were reported.